Manufacturer narrative:
Patient city: (B)(6). Patient country: italy h11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the italy. On 25/jul/2024, it was reported that the infusion set introducer needle got broke during use. The insertion site was at leg. The length of time infusion set was inserted in the body was 2 hours. No further information available.